Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited high capture. The physician suggested the lead had dislodged. The lead was reprogrammed and the patient was in good condition. On (B)(6) 2016, the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead again exhibited high capture. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2016, the lead was repositioned with no adverse consequences. All electrical parameters were in range. The patient was in good condition.